Manufacturer narrative:
The employee subject of the reported event was attempting to adjust the manifold by hand while a manifold rack was loading into the sterilizer, via the scs conveyor system. The feed-in cylinder activated causing a pinch point between the manifold rack and the sterilizer. No malfunction occurred, the scs conveyor operated as designed. The steris operator manual states on page 4-19 "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the chamber door, obstruction sensor will detect obstruction and door will not close. Wait until water flow has stopped before removing an obstruction." And "risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The steris operator manual also states the proper way to load the washer within section 4.4 and 4.5. The scs conveyor system operator manual states on page 4-20 "warning - personal injury hazard: risk of crushing or pinching fingers or hands. Keep hands away from any moving parts or racks. Racks, rollers and pneumatic cylinders can start in motion at any time during operation." All instruments were appropriately processed as part of the cycle. A steris service technician arrived on site, inspected the unit, and confirmed the unit to be operating according to specification. The technician has offered the facility in service training on the proper use and operation of the washer. This training will be completed with the user facility if the offer is accepted.

Event description:
The user facility reported an employee was injured when using their reliance vision single washer/disinfector. No procedural delay or cancellation was reported.